Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The delivery system/stent was removed and the lesion was pre dilated. When the physician went back to the delivery system/stent, it was noted that one of the struts of the stent was flared. No pt injuries or complications occurred.